Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 0.7, lab: 1.2. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.1, 3.7, 4.3. Date: (B)(6) 2011, inratio: 4.2. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 0.7, reference: 1.2, mean: 0.95, confidence limits: 0.8-1.2. Inratio precision data provided by end-user: first inr: 5.1, second inr: 3.7, third inr: 4.3, mean: 4.37, sd: 0.70, percent cv: 16.07. The 4.2 inr was excluded from comparison test since result was obtained two days from other repeated inratio results. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. However, repeated inratio test result comparison did meet precision criteria. No product is expected to be returned. Retained strip testing performed on 05/16/2011 revealed that result comparisons met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results for retained strip lot #243104. At least two out of three replicates for both donors are within the allowable bias (+ or - 1.0) of reference results. No further investigation will be pursued at this time.